Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the vitrectomy probe did not cut properly. The vitrectomy probe was replaced; however, the replacement did not cut properly either. The vitreous was removed and the procedure was completed without further product replacement. During follow up, the ophthalmic surgeon reported that the patient's condition was considered good.

Manufacturer narrative:
Additional information has been provided. One unopened probe was received for the report of did not cut properly. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The returned sample was visually inspected and deemed conforming. Cut testing was performed and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. The returned unopened sample was found to be conforming, therefore the cut issue described in the complaint was not confirmed. However, since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).